Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. A percutaneous coronary angioplasty was being performed on a de novo lesion in the left circumflex artery. A 4.00 x 12 mm promus element plus stent was deployed. Post implant, while taking an orthogonal view of the deployed stent, an edge dissection was noted. A 3.5 x 12 mm promus element plus stent was implanted to cover the dissection. The patient was stable at the end of procedure.